Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this patient's implantable cardioverter defibrillator (ICD), after the ICD was implanted, and when closing the pocket, no p waves could be measured and there were out of range atrial impedances of greater than 3,000 ohms, exhibited by this chronic right atrial (ra) lead. It was noted that all measurements appeared normal during implant. Technical services (ts) discussed that likely the setscrew was not fully tightened, and it was up to the physician to decide how to address. Ts discussed programming options if the physician chose to continue monitoring. Farfield oversensing was also noted on the atrial channel of ventricular events. Additional information was provided that the device was programmed to vvir mode due to the patient being in chronic atrial fibrillation, thus the physician left the device programming this way and daily measurements for the atrial lead as well as atrial discriminators were turned off. At that time, there was no revision procedure planned. No adverse patient effects were reported.